Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the canister. Customer loaded a new cartridge to address the issue. The customer reported a blood glucose level of greater than 500 mg/dl. Reportedly, a correction bolus was given through the pump to address elevated blood glucose level.